Event description:
It was reported that the ilet user experienced an urgent low after sleeping through alarms, with a sensor reading of 48 mg/dl, and, unsure how to treat, consumed approximately 50 g of carbohydrates. The event was attributed to improper treatment technique with no specific device component implicated, and the user was transferred for additional education and training. Symptoms included hypoglycemia with dizziness, confusion/disorientation, and shaking/tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to overtreating hypoglycemia, with the device component not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.